Event description:
The pt reported that in 2007 his blood glucose measured "hi" on his blood glucose meter (typically greater than 600 mg/dl). The pt reported that he bolused 10 units of insulin, but has not been able to reduce his blood glucose levels. The pt reported that he was feeling sick and vomiting all day. He reported that at the time of the call, his blood glucose was 585 mg/dl in the morning and currently, it was 530 mg/dl. The pt reported that he has left a message for his physician. The pt was advised to contact his physician again. The pt did report that he is on dialysis and has a catheter. Follow up attempts to reach the patient were unsuccessful. No product was requested to be returned.

Manufacturer narrative:
No product will be returned for evaluation.